Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse observed one actuator in the rotational locking mechanism that was working intermittently. The cse replaced the actuator and tested the rotational lock function on the table to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2020, the customer reported that the ort200 table rotational failed to engage and disengage when the pedant control was pushed. The event occurred during daily qa testing and there was no patient was involvement.